Event description:
It was reported that five hours post stent assisted coil embolization, the patient suffered an ischemic stroke in the left internal carotid artery that resulted in hemiparesis. The patient was administered 18 million units a day of grtpa, and three days post procedure, the patient recovered from symptoms. The physician believed that the ischemic stroke was not related to the procedure but to the implanted stent.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specification. The subject device remained implanted; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, stroke is a known risk associated with endovascular procedures and is noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Manufacturer narrative:
Subject device implanted.

Event description:
It was reported that five hours post stent assisted coil embolization, the patient suffered an ischemic stroke in the left internal carotid artery that resulted in hemiparesis. The patient was administered 18 million units a day of grtpa, and three days post procedure the patient recovered from symptoms. The physician believed that the ischemic stroke was not related to the procedure but to the implanted stent.